Manufacturer narrative:
This report is a duplicate report and was filed inadvertently. Any further information will be provided with report number 6000034-2017-00246. This report is submitted june 8, 2017.

Manufacturer narrative:
This report is submitted on april 12, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with device use. Subsequently, the patient underwent revision surgery to reposition the electrode array (date not reported). The implanted device remains.